Event description:
It was reported that the patient had a fall post-implant: the patient slipped and fell on their left side and has been in more pain since fall. A return of pain, as well as new pain was reported. Walking difficulty/immobility/loss of balance/unable to get out of bed was reported. The patient is alive with injury, but the issue is ongoing. No interventions have taken place at this time but the rep noted they would submit any new information that becomes available. The rep reported they met with the patient and the patient has no injuries and the patient is doing fine, however they will be performing a lead revision to move one of the leads because the patient is not getting adequate stimulation coverage in the appropriate areas. It is unknown if the issue was due to the fall.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2025. Product type: lead; product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 07-aug-2029, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 07-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the return of pain. The lead was replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Rep reported that the lead revision is going to be to move the left lead farther over to the left for left side and leg coverage. The revision will be on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.